Event description:
A renegade catheter was used for therapeutic purposes. During the procedure, a coil got stuck in the catheter. After the coil was removed, both the coil and the catheter fractured. The procedure was completed with the same device.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further details become available, a supplemental medwatch report will be filed under the appropriate sequence number.